Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge detection notification occurred. Reportedly, the customer did not hear the "click" when sliding cartridges onto the pump. During troubleshooting with tandem's technical support, the customer reported that there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded a cartridge to address the event. Blood glucose was in the 300's (mg/dl).